Event description:
It was reported that one of the y-sites on a solution set ¿was upside down¿. This was observed during patient set up on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured in march 2024. H11: the actual device was not available; however, a photograph of the sample was provided and retained samples were evaluated. Visual inspection of the photograph of the actual sample showed the gamma y-connector was inverted. The reported condition was verified on the actual sample. The cause was due to an assembly error during manufacturing. Additionally, visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The retention samples underwent gravity and leak testing; no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.